Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer did not allegedly report any pae on anything on the device; however, the MDR is submitted for, it was observed that during the device inspection, the uretero-reno fiberscope had defects on the distal end. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the distal end was most likely leaking during user handling, which led to water invasion of the distal end. However, the specific root cause could not be determined at this time. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): leakage testing of the endoscope olympus will continue to monitor field performance for this device.